Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported head, neck, and stem were reviewed for compatibility with no issues noted. However, a competitor's cup and liner were used in conjunction with zimmer biomet's femoral components. This is an incompatible combination. Medical records identified the following : the patient underwent a right total hip arthroplasty due to arthritis. Zimmer biomet's femoral components were used in conjunction with a competitor's acetabular components. The patient was revised due to pain, pseudotumors, and trunnionosis. An extended trochanteric osteotomy was performed to remove the stem. Pencil tip bur and flexible osteotomes used to loosen and easily remove the stem. A small part of the medical calcar fractured during the procedure and cerclage cables were used to stabilize the eto fragments. No other findings related to the reported event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. The patient was revised eight years later due to pain, pseudotumors, and trunnionosis. While removing the stem with an extended trochanteric osteotomy, a small part of the medial calcar fractured. The patient was noted to have poor bone quality and fractured again during cabling of the osteotomy fragments. No additional information is available.